Manufacturer narrative:
(B)(4). One (1) pouch from p/n 382800 durahook 1/4 hook (B)(4) was received not used, closed in original packaging, lot # 73m1400048 was confirmed with received sample, during visual inspection was observed; components looked well assembled, rubber bands did not appear to have damage. Functional inspection: pouch was opened to review the rubber bands conditions (undamaged), then rubber bands were fastened to a paperboard, after rubber bands were stretched at full capacity, no quality issues were found during functional testing (rubber bands were not broken. Sample received did not confirm the defect reported by the customer dry rot. A functional inspection was performed and the device worked properly; not broken. Therefore, a corrective action is not required at this time. However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the durahooks are dry rotting which is evident through the packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device history review for the product durahook 1/4 hook 10 pkg/bx 6 hks/pkg, lot number 73m1400048 investigation did not show issues related to the complaint. The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the durahooks are dry rotting which is evident through the packaging. There was no patient involvement.